Event description:
It was reported that the xience (4.0x15) was directly stented in the fibrotic and moderately calcified target lesion in the proximal left main coronary artery. When a non-abbott dilatation catheter was inserted for post-dilatation, it was noticed that the stent was no longer in the target lesion. The stent was found under fluoroscopy moving to the lower extremity. Another xience stent of the same size was deployed in the target lesion, but this also migrated to the lower extremity. A larger, 5.0x18 ultra stent was deployed in the target lesion and remained there. A balloon dilatation catheter was inserted through the two migrated xience stents in the left profunda and the stents were deployed in healthy tissue overlapping each other. This caused a thirty minute delay in the procedure, but did not result in an adverse patient effect. The physician surmised that the cause of the stent migration was the fibrotic and calcified nature of the target lesion. It is suspected that the stents may have been too small for this large vessel and that the stents watermelon seeded out of the lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional xience stent referenced is being filed under a separate medwatch report. (B)(4) - no pre-dilatation performed. It is indicated that the device remains in the patient and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted xience v / xience nano everolimus eluting coronary stent system instructions for use states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.